Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 500 mg/dl. Reportedly, customer was using humalog for over 48 hours. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.